Manufacturer narrative:
510k: this report is for an unknown 2.4mm lcp plate construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: casaletto, j.a., machin, d., leung, r. And brown, j. (2009), flexor pollicis longus tendon ruptures after palmar plate fixation of fractures of the distal radius, the journal of hand surgery (european volume), vol. 34e(4), pages 471-474 (united kingdom) doi: 10.1177/1753193408100964. The aim of this study is to report a series of fpl tendon ruptures following palmar plating fractures of the distal radius. A total of 7 cases (3 males and 4 females) with an average age of 62 years (range 48 to 73) underwent internal fixation using the acu-loc plate (acumed, beaverton, oregon, USA) and the synthes lcp plate (synthes gmbh, solothurn, switzerland). During the same period that these fractures were treated 201 acu-loc plates, 80 synthes lcp plates and 40 hand innovations dvr plates were used in the hospital. The following complications were reported as follows: a (B)(6) year-old male patient was treated with a synthes a0 2.4 lcp plate. The plate was distally placed and not seated properly on radius. The months to fpl rupture presentation was 26 months. A (B)(6) year-old female patient was treated with a synthes a0 2.4 lcp plate. The plate was distally placed. The months to fpl rupture presentation was 6 months. The overall incidence of fpl rupture in this series was 7/353; however, the incidence might be higher than this as some fpl ruptures may have presented to other hospitals and in some cases, the patient might not have sought medical attention. As a result of the rupture: 2 patients had tendon grafts using palmaris longus tendon. 2 patients had fusion of the interphalangeal joint of the thumb. 1 patient had a direct tendon repair. 1 patient declined further surgery. 1 had the plate removed but declined further surgery for the fpl rupture. 6 cases had suboptimal plate placement. 1 case had prominent screw heads. This is report 2 of 4 for (B)(4). This report is for an unknown synthes lcp plate construct ((B)(6) year old female).